Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the battery charger was resetting. Upon evaluation, there was contamination on the battery board and a bga failure at the u104 (pxa) and u1003 (pld) processors. The root cause of the contamination is liquid ingress of an unknown contaminant. The root cause of the bga failure cannot be positively identified. The root cause of the resets cannot be distinguished between the contamination and bga failure. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger indicating that it was resetting.